Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Customer states their malis synergy has low outputs, they will be sending in the unit for repair and evaluation.no patient harm.no delay in surgery.

Manufacturer narrative:
We were able to duplicate customer's complaint. As received, unit had low rf output power on test. Problem was isolated to a broken solder on q107 (transistor) on main bd. Unit appears to have been dropped; chassis and cover were badly dented. Also chassis screen has a broken weld. Unit requires update per eco 753 (add rtv's l1, l2, l3). A DHR review was performed and no anomalies were noted during the manufacturing process. Fix: replaced worn rf output jacks. Secured broken (chassis screen) weld with screw and nut. Re-soldered broken solder q107 transistor on main bd. Retested unit per doc # qak-045. Unit passed on final acceptance test. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.